Manufacturer narrative:
The insulin pump was receiving intermittent bolus and esc button response due to corroded keypad traces. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump had keypad anomaly. Customer's father stated that one of the buttons on the pump does not work. Troubleshooting for keypad anomaly was performed. Customer's father could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.